Event description:
The customer contacted physio-control to report that their device was intermittently showing the paddles were removed, with no change in setup. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The sc pcba was replaced to repair device. Device passed performance inspection procedure and was returned to the customer for use. Stryker further evaluated the pcba and was unable to duplicate the reported issue on a test device. The cause of the reported issue could not be determined.

Manufacturer narrative:
Stryker performed an initial evaluation on the customer's device and verified the reported issue. The pcb is faulty and will be replaced.

Event description:
The customer contacted physio-control to report that their device was intermittently showing the paddles were removed, with no change in setup. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.